Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported peeling or polymer damage was confirmed. The reported difficulty to advance/position was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. As reported, the guide wire encountered resistance during advancement against the anatomical conditions but was ultimately able to reach the lesion. It is likely that manipulation against resistance resulted in the reported/noted polymer separation, subsequent polymer damages and the appearance of polymer peeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 2889 - removed

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous superficial femoral artery that was mildly calcified. The lesion was difficult to cross; however, the guide wire reached past the lesion. At some point during the case, the wire accidentally lost position and appeared to be damaged. Once removed, it was observed that the guide wire was damaged at the transition of the nitinol and steel body. There was a slight flaring and some peeling back of the nitinol in the direction towards the steel body, however, it was confirmed nothing was left in the patient. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another wire was used to successfully complete the procedure. No additional information was provided.